Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while firing the device the surgeon reported that the clips were forming improperly. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Video analysis. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A video from the surgical procedure was also received. Upon review a potential cause of the event, is the clip applier may not have been the appropriate size for structure in which it was used. Additionally it appeared that the instructions for use were not followed completely during the occlusion of the cystic duct. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.